Manufacturer narrative:
The product evaluation has been completed. One iol was returned in a plastic bio-hazard bag, wrapped in gauze and hand-labeled with the serial number. The original packaging was not returned; however, the lens has the appearance of the reported lens. Particulates, saline dendrites and dried solutions were visible on the optic. Visual inspection found that the lens was in two pieces, as the optic had been cut or torn in half. Small sections of the optic were torn off and missing. Both haptics were bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The product evaluation could not verify the failure mode due to the condition in which it was returned. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No similar events have been reported for the product lot. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Event description:
It was reported that the patient¿s intraocular lens (iol) was explanted from the left eye five weeks post implant as a result of negative dysphotopsia. The lens was replaced with a different model lens of a different diopter. The original implant surgery was not complicated in any way. The orientation of the lens did not change. The iol optic was clear and free of debris/deposits. The patient noticed a decrease in their vision, experiencing negative dysphotopsia and blurred vision. In the surgeon's opinion, the likely cause of the event was the edge of the lens. The patient's current prognosis is good.